Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 3 days due to diabetic ketoacidosis (dka) high blood glucose (bg) levels and headache, while wearing the pod on the leg between 4 and 24 hours. Corrections were administered using the pod, but the bg levels did not decrease. The pod was removed and the cannula was noted to be bent. At the hospital, the patient was treated with an insulin infusion and a new pod was applied.